Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the a1 segment of the anterior cerebral artery (aca) using penumbra system 3d revascularization devices (psr3ds). During the procedure, the physician advanced a penumbra system 3max refusion catheter (3maxc) through a penumbra system jet 7 reperfusion catheter (jet7), then used a psr3d to engage the thrombus. While retracting the psr3d back into the 3maxc, the physician experienced resistance. After pulling very hard, the physician was able to pull the psr3d through the 3max and the jet7. While cleaning and preparing to reintroduce the psr3d for the second pass, the hospital technologist noticed the proximal strut connecting the psr3d to the pusher assembly was broken; therefore, the psr3d was not used for the remainder of the procedure. The procedure was then completed using another psr3d, the same 3maxc and jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the psr3d had bends from approximately 180.0 ¿ 184.0 and 195.0 cm from the proximal end. One leg of the psr3d stent portion was fractured. Conclusions: evaluation of the returned psr3d confirmed a fracture on the stent portion of the psr3d. If the device is forcefully retracted against resistance, damage such as a fracture may occur. The 3maxc and jet7 identified in the complaint were not returned for evaluation; therefore, the root cause of the reported resistance was unable to determined. Further evaluation revealed bends on the core wire. These damages were likely incidental to the reported complaint. Penumbra revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. Please note that two psr3ds were used in this procedure with lot numbers c16186 and c07670; however, it is unknown which psr3d had the fracture on the stent portion. Therefore, both lots were reviewed. 1. Lot #: c16186, catalog #: psr3d, UDI #: (B)(4), manufacture date: (B)(6) 2018, expiration date: (B)(6) 2024. 2. Lot #: c07670, catalog #: psr3d, UDI #: (B)(4), manufacture date: (B)(6) 2018, expiration date: (B)(6) 2021. The manufacturing records for the known lots above were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.